Event description:
It was reported that the e-100 generator had repeated faults. The intuitive surgical inc.(isi) technical service engineer (tse) was informed that the surgeon had continued to experience faults with the e-100. The e-100 turned red and then needed to be rebooted. Per records. The e-100 was replaced recently. The issue occurred with the vessel sealer extend (vse) and that the surgeon moved it over to the integrated electrosurgical unit (iesu) while in use. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 activation issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the e-100 had a red ring after it was activated several times. Therefore, they replaced the e-100. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 was analyzed and the reported failure could not be replicated. This unit was installed onto the test system and it completed testing with a synchroseal instrument. The synchroseal was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times. The e-100 worked without any issue. The complaint regarding e-100 activation issue was not confirmed by failure analysis.